Event description:
Out-of-box failure obf. When the device was received by the customer, all the icons were displayed. When the device was powered on, it shut down a few seconds later and wouldn't stay powered up.